Event description:
An additional product analysis was performed on the 7.1 flashcard. An 8.0 flashcard was returned for analysis initially and the results reported, but it was not realized this was the 8.0 flashcard until analysis was complete. The 7.1 flashcard was also obtained and analyzed. A review of the archive databases identified that one of the databases was corrupt. Since the database is an archive copy, it had no impact on the software performance. No functional anomalies associated with the flashcard and software was identified during the analysis. The flashcard and software performed according to functional specifications.

Event description:
Reporter indicated he was having intermittent communication errors with his vns programming system since (B)(6) 2012. The wand battery was sufficient, and the room where the programming system was used was free of electromagnetic interference. The computer was also used on battery power, which is recommended. No patients were affected as the reporter was able to eventually interrogate patients with the programming system. It is suspected that the serial cable may be the issue, but actual troubleshooting of the computer and wand has not been performed. The suspect computer, serial cable, wand and flashcard have been returned and are pending product analysis.

Event description:
Product analysis was completed on the returned vns computer, flashcard, and wand. No anomalies were identified with the computer and wand, and both devices performed per specifications. During the flashcard analysis it was identified that the handheld computer database had not been copied onto the flashcard. A root cause for the anomaly could not be identified based on the available information, however it was verified that the database was copied onto the flashcard during testing. This had no adverse effect on the software functionality since the computer will synchronize with the software during normal operation. No further anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device available for evaluation, corrected data: the correct flashcard was obtained on (B)(4) 2012. Conclusion, corrected data: as the corrupt database was an archive copy, this had no impact on product performance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.